Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6) became hot after approximately 15 minutes of use and shut down was confirmed during archive data review but not during the functional testing. The reported complaint was not reproduced during the testing and the nxt platform functioned as intended. Based on the archive data review, the root cause of the reported complaint was not conclusively determined; however, heavy or stiff patient or use of an incompressible object during use cannot be ruled out. Upon visual inspection, no physical damage was observed. The archive data review indicated alert 120 (alert_analog_motor_temp): analog motor temperature alert, fault 1060 (fault_motor_position): position is not aligned with the spools, and fault 1101 (fault_motor_movement): motor rotated too far when idle or paused (uncommanded or band-induced) messages, confirming the reported complaint. The autopulse nxt platform passed the functional testing, and the errors observed in the archive were not reproduced throughout the testing. The nxt platform functioned as intended. Following service, the autopulse nxt platform passed the final tests without fault or error.

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6)) became hot after approximately 15 minutes of use. Following this, the fan noise increased, and the platform shut down. Upon subsequent power-up, the nxt platform operated for only 1-2 minutes before shutting down again. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has received the autopulse nxt platform for investigation. A follow-up report will be submitted when the investigation has been completed.